Manufacturer narrative:
It was determined that the a faulty camera was responsible for this issue. The camera was replaced. The replaced camera was not sent back to the manufacturer for further analysis. Part not returned.

Event description:
A medtronic representative reported that the positioning sensor unit (psu) was working intermittently due to an electrical failure in the hospital. No patient was present during the time of the reported incident.

Manufacturer narrative:
The polaris spectra system control unit (scu) of the navigation system was returned to the manufacturer for analysis. The scu was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The suspect positioning sensor unit (psu) was returned to the manufacturer for evaluation. Testing found that two instances of the voltage, sensor and battery varying and shifting outside of specifications occurred. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.